Event description:
The facility's oncology nurse reported to baxter (B)(4) that the lower port of a solution set was not able to run medication. An IV tubing set was connected to the lower port. The set was disconnected and reconnected without success. The tubing was changed to resolve the issue. This occurred during patient use, however there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. The assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510 k number.